Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer changed the cartridge to address the issue and resumed insulin.